Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h6, h10. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Deep vein thrombosis (dvt) can occur if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively for a period of time to prevent the development of dvt or blood clots. However, even with the administration of preventive medication, dvt or blood clots may still develop. Based on the information provided, the root cause is attributed to be related to the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient experienced deep vein thrombosis (dvt) one (1) month following knee arthroplasty and was treated with curative anticoagulation. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Ros, fabien, jacquet, christophe, ollivier, matthieu, parratte, sebastien, argenson, jn (28 jun 2020) interim clinical report concerning knee outcomes of tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. Unpublished. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that a patient experienced deep vein thrombosis (dvt) following knee arthroplasty. It is unknown how long the devices were implanted prior to the development of the deep vein thrombosis. Attempts have been made and no additional information is available at this time.